Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer received an unspecified sensor scan which was lower compared to a competitor brand meter. The customer experienced a loss of consciousness and paramedics administered an unspecified IV for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a low reading issue with the adc device. The customer received an unspecified sensor scan which was lower compared to a competitor brand meter. The customer experienced a loss of consciousness and paramedics administered an unspecified IV for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.